Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device had a fiber breakage; dents on distal frame and edge. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be determined, there was no problem with the device. Additionally, the most probable cause of the additional findings is component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented a failed leak test. There were no reports of patient harm.